Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump alarmed early, less than 24 hours, and only has about .4ml in the cartridge when there should be a lot more. No further details provided. No patient injury reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be programming issue, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.